Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the gasket on the 5mm trocar cracked. The case was completed with the surgeon continuing to use the trocar. There was no consequence to the patient.